Event description:
It was reported to boston scientific corporation on (B)(6), 2013 that a rotatable medium oval snare was used during a colon polypectomy procedure on (B)(6), 2013. According to the complainant, during preparation, the user connected the snare to the active cord and noted the connection was loose. When the active cord was disconnected, one of the prongs of the cautery pin broke off. Since the snare could not be reconnected, another rotatable snare was used to complete the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a rotatable medium oval snare was used during a colon polypectomy procedure on (B)(6) 2013. According to the complainant, during preparation, the user connected the snare to the active cord and noted the connection was loose. When the active cord was disconnected, one of the prongs of the cautery pin broke off. Since the snare could not be reconnected, another rotatable snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on (B)(4) 2013 confirmed that the whole cautery pin was detached, rather than one of the prongs as was previously reported.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the cautery pin to be completely detached. The finger ring, cautery pin, set screw and cross pin were dimensionally analyzed and they were found within manufacturing specifications. The complaint of cautery pin detachment was confirmed. It was found that the internal diameter of the finger ring is smaller than the diameter of the cautery pin, which would cause difficulty in assembling the device according to the manufacturing process. Therefore, the most probable root cause for this incident is design. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.